Event description:
During evaluation of the device for an unrelated issue, the philips bench technician noted that the device had a bent contact pin on the battery pca in slot a. There was no patient involvement.